Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 120 mg/dl. The customer reported that the whole pump was crushed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments or partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to missing segments or partial display. Insulin pump received with scratched lcd window.